Manufacturer narrative:
(B)(4). Batch # pi1-1ke5poy. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a robotic colostomy procedure, the surgeon said she purse stringed the anvil in place and when she attached it to the shaft to check for length it would then not release so she could reposition it. A second device was used and the surgeon robotically sewed the anastomosis. There were no adverse consequences for the patient.